Manufacturer narrative:
Initial and final device 1 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. On(B)(6)2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available